Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-8018-sys, full system 100 - 230 vac 50/60 hz electrosurgical unit (serial number (B)(6)) device was being used during lletz procedure on (B)(6) 2025 when it was reported ¿system 5000 cut worked however when using coag did not effectively stop bleeding in lletz procedure. Both systems did not work patient re-entered hospital 24 hours later via a&e due to excessive bleeding.¿ further assessment questioning has been attempted but to date no further information is available. The procedure was completed with the use of an alternate chemical coagulation device and a 15-minute delay. This report is being raised on the reported injury due to the patient experiencing excessive bleeding.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The service history was reviewed, and no data was found. A device history review (DHR) review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that this electrosurgical unit should be tested by a hospital qualified biomedical technician on a periodic basis to ensure proper and safe operation. It is recommended that examination of the esu be performed at least yearly. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-8018-sys, full system 100 - 230 vac 50/60 hz electrosurgical unit (serial number (B)(6) device was being used during lletz procedure on (B)(6) 2025 when it was reported ¿system 5000 cut worked however when using coag did not effectively stop bleeding in lletz procedure. Both systems did not work patient re-entered hospital 24 hours later via a&e due to excessive bleeding.¿ further assessment questioning has been attempted but to date no further information is available. The procedure was completed with the use of an alternate chemical coagulation device and a 15-minute delay. This report is being raised on the reported injury due to the patient experiencing excessive bleeding.